Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/23/2013 with the following findings:the ok button symbol was found to be worn; however, there was no peeling or damage observed to the keypad cover. The complaint of the unresponsive ok button was unable to be duplicated; all buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating the ok keypad button was intermittently unresponsive. The issue reportedly occurred 3 months ago. The patient denied damage to the keypad or the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.